Event description:
Reportedly, as the technologist was inserting exposed image plates into the pcr image plate reader for processing there was a loss of the communications link between the pcr system and an image processing workstation which resulted in the alleged loss of these images. These images were x-rays of a trauma pt admitted to ER and as a result it is alleged that the pt's non-surgical treatment and surgical procedure was delayed due to the loss of these images.